Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 clinical chemistry analyzer. The fse while onsite found multiple issues. The fse found that the gear pump ratio was high, mixing bar rattling and calibrator 1 and 2 solution swapped on calibration rack. The fse corrected calibrators, corrected gear pump ratio and replaced damaged mixing bar to resolve the issue. No further issues noted after part replacement. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erratic patient results for calcium, sodium, and phosphorous. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.